Event description:
It was reported by the patient that after receiving a shock from the device and hearing an audible alert, the patient questioned if the device was defective, and the patient and patient family member were not sure what to do next to get the device checked. Follow-up with the physician's office revealed the patient had not been seen in almost five years and the nurse offered to call the patient. Subsequently, no additional information was received from the physician's office. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.